Event description:
A report was received that the pt was experiencing nausea and dizziness and pocket sensitivity since being implanted was received. The physician decided to explant the device due to the pt's reaction to the device.

Manufacturer narrative:
The explanted device was not returned to bsn for evaluation as it was discarded by the medical facility.